Event description:
It was reported that the patient presented to clinic with discomfort. Interrogation of device noted that the right ventricular lead exhibited failure to capture. The right ventricular lead was found to be dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.